Event description:
Or management reports the footswitch was not responding after the surgeon made a clear corneal cut. They were unable to complete the case and had to reschedule the procedure. Additional information has been requested.

Manufacturer narrative:
The investigation including root cause determination is in progress.